Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as the patient was not resuscitated. Date of manufacture: unknown. Serial number was not reported by the user at the time of this report.

Event description:
During deployment, the patient was not resuscitated.